Manufacturer narrative:
The root cause for the lead being taken out of service remains unknown, thus further information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to an unspecified product performance issue. The device was explanted at the same time non-product experience (likely upgrade). The rv lead and device were replaced. No adverse patient effects were reported.